Event description:
During routine replacement for battery end of life, the catheter was found fractured in the pump pocket. The pt had no signs or symptoms. A new catheter segment was spliced. The pt reported better pain control.

Manufacturer narrative:
(B)(4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.